Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl. The customer indicated that the occlusion alarm occurred when the insulin reservoir was at 50 units. The customer changed the cartridge, infusion tubing and site. A bolus of insulin was delivered and insulin injections were used to address the bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.